Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, difficulty was encountered while releasing the clip from clip delivery system. The same issue was observed while deploying second clip as well. The clips were successfully deployed after knob was pulled with lot of tension. Second clip had single leaflet device attachment(slda) from the anterior leaflet post deployment. The mr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult clip deployment. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult clip deployment could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.